Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella 5.5 support a hematoma was noted on the 79-year-old male patient at the percutaneous coronary intervention (pci) access site and the impella access site was oozing with a hematoma. Pressure dressing was applied and 4 units of blood products were given. Additionally, high purge pressure alarms occurred. Tissue plasma activator was initiated. Support continued. The patient was on impella support for 147.47 hours before the patient expired. The relationship between the impella and cause of death is unknown. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation for the high purge pressure and the access site bleed has been completed. No product was returned for evaluation. Data logs from time of alarm shows a gradual rise in purge pressure over a period of approximately 30 minutes before alarms were triggered. Purge pressure remained high for approximately 20 hours before purge pressure resolves. Clinical details noted that high purge pressure/purge system blocked alarms were resolved with tissue plasminogen activator (tpa) after approximately 19 hours of use. The root cause of the high purge pressure was most likely due to biomaterial buildup as it was able to be resolved with tpa. Clinical details noted that oozing from impella access site was present and at pci site a hematoma was present. Patient had received 4 units of prbcs and bleeding was resolved with pressure dressings. The patient had been on tpa protocol for approximately 20 hours before oozing was noted. The root cause of the access site bleeding - major was most likely patient condition related as bleeding/oozing was present from multiple sites. Added- h6 impact code 4644.